Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction - d10 - was left blank but is not populated correctly.

Manufacturer narrative:
Correction: d6b - date of explant was left blank but now has been filled in as (B)(6) 2022 update to d9 and h3 to include device return details feb 7, 2020 and evaluation not yet begun.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. Electrical testing found no anomalies. Longevity testing found normal range of operation.